Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint because dissection is a known adverse event and the physician stated the patient¿s small vessel diameter was a factor. The recommended iliac artery diameter for the pll161007j device is 8-9mm. [Pre-treatment planning] 1. Measure accurate size of the aneurysm and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. [Adverse events] 2) other adverse events: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. The planned devices were deployed successfully. When ballooning the contralateral leg on the right side, it moved for about 1 cm proximally. Therefore, an additional iliac extender was implanted in the right side. Also, an aortic extender was added to extend the proximal treatment area. After closure of the right puncture site, blood flow of the right lower limb was unable to be confirmed by an echography. Another cut down was made and a dissection originated from the iliac extender was found. Two additional bare-metal stents were implanted at the dissected site. The patient tolerated the procedure. The reporting physician commented as follows: the dissection was unable to be confirmed by angiography before incision closure, but it was most likely caused by stent graft edge. Also, the patient¿s small external iliac artery diameter was a factor.